Event description:
Tandem technical support explained to the customer that the system check and absence of alerts and alarms determined that the pump was operating as expected. However, the customer maintained that the event was an underlying pump issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels in the 500's mg/dl. The customer had attempted to resolve their bg issues by delivering correction boluses and manual injections. The customer was treated with saline and insulin injections at the hospital. The customer was released from the hospital the same day. Reportedly, the customer believed that the pump was at fault stating that the correction boluses were not being delivered. System check with tandem technical support indicated pump was performing as intended. The customer declined any further assistance.